Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had multiple bent cannulas that led to episodes of diabetic ketoacidosis. The cannulas were bent at a 93 degrees angle. The customer's blood glucose level at the time of the incident was 400 mg/dl. The customer treated their high blood glucose with a manual injection and a bolus. The customer's current blood glucose level was 128 mg/dl. The customer declined troubleshooting for the insulin pump. The device will not return for analysis.